Manufacturer narrative:
The device was returned to specification via an internal water pathway replacement. After being repaired, the device passed inspection and is fully functional.

Event description:
Upon inspection of the internal components/tank, our technician (B)(4) identified potential contamination with unit (B)(6) and notified (B)(4). The technician took pictures of the internal tubing of the device and forwarded them to cq for review. Based on our findings, epidemiology recommends performing heterotrophic plate count (hpc) testing on the impacted unit(s) to provide a quantitative assessment of water quality.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Cardioquip epidemiology recommended the device receive hpc testing for a quantitative analysis of the water quality. The customer was notified of the potential contamination via email on (B)(6) 2023. Hpc testing was performed on this device and the results came back outside of cardioquip's specifications. Cardioquip then recommended that the device undergo an internal water pathway replacement to return it back into specification. Cardioquip received the device on (B)(6)2023 and the device is awaiting repair as of the date of this report.

Event description:
Upon inspection of the internal components/tank, our technician jonathan sopngwi identified potential contamination with unit (B)(4) and notified thomas. The technician took pictures of the internal tubing of the device and forwarded them to cq for review. Based on our findings, epidemiology recommends performing heterotrophic plate count (hpc) testing on the impacted unit(s) to provide a quantitative assessment of water quality.